Event description:
While suctioning a cardiac arrest pt in preparation to intubate, the vvac leaked fluid onto the rescuer's face, right eye and lips. The rescuer was gloved and kneeling next to the prone pt. The vvac was held verically during use. The rescuer noted the black foam did not cover the whole exhaust valve. The rescuer believes the fluid is supposed to leave the cartridge when full to allow for further suctioning.